Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was not working. They could not be seen until june 16 and were suffering ¿every single day of my life¿ and that they just wanted it out. The patient had gone to their primary care physician (pcp) but they would not prescribe them anything for the pain they were having because they did not specialize in the device. There were no further complications reported or anticipated.